Event description:
Patient/provider reported the following : my patient came to the office on may, 25 saying that she strongly believes she has an allergy reaction to the aligners. She said she had bronchitis and the doctor did not find the cause and recently she had mouth and foot disease ( or similar to that) and herself and her doctor could not find the cause. According to the patient, the doctor recommended she stop using the tray. Patient wore 10 stages, stated to have had respiratory issues and illnesses the entire time; they stopped when she discontinued wear.

Manufacturer narrative:
Based on the information provided by the provider/patient, there is no conclusive evidence that supports or opposes that the aligners caused, contributed or would likely cause or contribute to the reported event. This event is being file as a MDR since the patient reported symptoms or physiological condition related to an allergic reaction.